Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the formula was not flowing through tubing. They also stated that the pump had not alarmed when the formula was not delivering. They stated that the pump primes but that it will not deliver. She also stated that they add baking soda to the formula. The use of baking soda in the tubing would be off label use. The initial reporter did not indicate that the patient had experienced any adverse effects, however, they refused to provide any other information. Complaint-(B)(4).